Event description:
The pt was implanted with a siltex saline device on 8/4/97, subsequently it was noted that the prosthesis was exposed due to delayed wound healing and the prosthesis was removed on 10/2/97.